Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. The catheter was returned and a kink was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type catheter; other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the catheter was unable to be aspirated and was replaced. The issue was resolved and the patient was alive with no injury. It was noted that the catheter would be returned for analysis. No further complications have been reported as a result of this event.